Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 4 weeks since the bravo procedure took place and the capsule was still attached. The doctor received the required info including a technique to detach a retained capsule.